Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. A pump replacement was scheduled to occur tomorrow (B)(6) 2018 the company representative was not aware of the patient¿s weight but planned to check tomorrow at replacement. Additional information was later received from the company representative on (B)(6) 2018. The company representative requested the patient¿s weight from the hospital; however, they were unable to provide it as it was not in the patient¿s chart.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via company representatives. It was reported that the motor stall had occurred on friday((B)(6) 2018) and the company representatives were notified on saturday((B)(6) 2018). The pump motor stall had not recovered. The device was sent to processing for hospital protocol disposal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), a consumer, and a manufacturer representative regarding a patient receiving clonidine 0.5mcg/ml dose noted as stalled, bupivacaine 20mg/ml and dose noted as stalled, and sufenta 2 mg/ml with the dose noted as stalled via an implantable pump for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported on (B)(6) 2018 the patient was getting an alarm from their pain pump. On (B)(6) 2018 it was reported that a motor stall was seen at initial interrogation and the patient did not recently have a magnetic resonance imaging (MRI). The pump status and/or event log reported a motor stall occurred and the motor stall was active. It was reviewed to silence audible alarms, consider pump replacement, and cover patient with non-pump medication. It was noted that a fentanyl drip will be administered. The patient reported feeling terrible. It was also noted the patient experienced withdrawal symptoms. It was noted that there was no known factors that may have led, caused, or contributed to the vent. Diagnostics included the healthcare professional (hcp) read the pump. It was noted that the issue was resolved at time of report. It was noted that surgical intervention occurred as it was noted the patient will have a replacement. The patient's weight and medical history was unknown, but will be followed up for. The patient's status was alive- no injury. No further complications were reported/anticipated.